Event description:
It was reported to siemens that during an ep cardioversion study, sterile covers used during the examination caught fire; severely burning the patient.

Manufacturer narrative:
An investigation of the communicated event was conducted. A siemens service engineer checked and tested the system. Inspection of the device showed no system failure and the device was operating within specifications. At this time, siemens does not consider that the device has caused or contributed to the communicated event.